Manufacturer narrative:
Per investigation from the manufacturing site: the most probable root cause is either mechanical stress damage or a defect because of the end of life of the cable. The cable isolation as well as the copper wire itself were cut. Therefore, no current flow was given. This led to a high contact resistance which was the cause of the sparks, seen by the user. According to similar cases, this failure happens when the product lifetime has exceeded. Because no manufacturing date and no delivery date are known, the actual age of the cable is unknown. According to the picture provided by the customer and the applicable defect, it could be assumed that either mechanical stress has cut the cable or the lifetime has been exceeded, and therefore the material becomes weak. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure on (B)(6) 2024, the surgical tech stated the unipolar high frequency cord spark and the cord detached from the adapter. However, no injuries were reported to the patient or the surgerical staff.